Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (check therapy pad messages) has been confirmed. Upon investigation, the electrode belt failed incoming testing, specifically the te recognition test. The cause for the test failure and the reported alarms was isolated to an open pulse wire in the front therapy electrode (te) to ECG "a" cable. The root cause for the open pulse wire was excessive force on the cable. No adverse event resulted from the open pulse wire.

Event description:
A us distributor returned electrode belt sn (B)(4) and notified zoll that a patient was receiving check therapy pad messages.